Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
It was reported that the patient had missed a refill appointment and the pump had been dry for six months. It was noted that possible troubleshooting for tubing patency was discussed. The drug being used in the pump was unknown.

Event description:
Additional information was received. It was reported that the patient had last been seen in the healthcare provider's (hcp) office on (B)(6) 2012 for a pump refill. At that time, the alarm date was (B)(6) 2013 and the patient had an appointment scheduled for (B)(6) 2012. The appointment was cancelled by the patient's husband due to the patient being in the hospital on (B)(6). It was indicated that the patient was in a nursing home facility, which had called the hcp on (B)(6) for pump information. It was stated that the pump would have run out of medication around (B)(6) 2013. The hcp was not aware of the event and the patient outcome was unknown. The device system had been used to deliver compounded baclofen, bupivacaine, and clonidine.